Manufacturer narrative:
Additional information: a DHR review was conducted. DHR/bhr review: no qns or other issues relating to the reported defect were identified in the DHR.

Manufacturer narrative:
(B)(6). Results: preanalytical systems received two (2) photos from the customer facility for investigation. Based on the evaluation of the photos, bd pas observed that the needle had broken off from the rest of the device. Retention samples were selected from in house inventory and inspected for damage and no issues were observed as all retention samples met specifications. Conclusion: based on the investigation results, no root cause from the manufacturing process was identified as a contributor to the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
It was reported that the needle broke away from a bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder. No serious injury, blood to mucous membrane exposure or medical intervention was reported.